Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that: the pt received the recall notification letter from her surgeon. The pt states that she has been experiencing constant pain in her hip over the past few months. The pt's pain had been periodic until recent months. The pt describes the pain as intense like a toothache. She has a great deal of difficulty standing from a seating position. The pt also complains that she cannot lie on the left side and the pain makes it difficult to sleep. She takes aleve which helps but does not eliminate the pain.